Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while filling multiple cartridges with insulin, a piece of the cartridge septum was detached. There was no reported impact to customer's blood glucose. No additional information was provided.